Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge door failed to open and close. A field service engineer (fse) found that the remote manager was not responding, inventory stored within the state was inaccessible due to storage failure and there was no option for recovery on screen. The fse also found that the remote manager was fully functional in hardware test application but not in pyxis application, replaced the module controller board and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, experienced pyxis fridge door failed to close or close. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, experienced pyxis fridge door failed to close or close. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.